Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient was to address symptomatic rectocele. On (B)(6) 2005: the patient underwent rectocele repair with xenograft (pelvicol) and interspinous colpopexy with perineorrhaphy.